Event description:
Patient is a 4 hour treatment session. At approximately 37 minutes left of treatment the machine alarmed. 21 - bi cart empty, 62 - conductivity, 40 - concentrate type error, 24 - bicarbonate conductivity. Bicart was wiggled and jiggled along with re-priming. Alarms cleared for a very short period (maybe 3 minutes). A new small bicart was placed and re-primed; you could not see any liquid going into the bicart. It was wiggled and jiggled and still nothing. I replaced the bicart one more time and placed a new large one on the machine. It finally primed but we continued to have the bicart empty alarm through the remainder of his treatment. At the end of his treatment, it showed 0 treatment time left but 38 minutes of dialysis time left. The patient's blood does not get cleaned when we are in bicart priming mode so therefore the patient did not end up with a good treatment. A picture of the status screen was taken when alarm #40 was happening. We were at a negative conductivity number. Staff was not able to leave this machine for these 37 minutes due to alarms and trying to get the bicarts to prime. Machine # 04927. Machine did go through a bleach cycle just fine. Machine is currently going through a "heat" cycle. Manufacturer response for hemodialysis units, phoenix (per site reporter). [Redacted] (wo [word order] labor ID (B)(4)). Called baxter spoke with [redacted] received ticket# (B)(4). She said return unit to use after parts were replaced and patient sim test passed.